Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (339 mg/dl), and small ketone levels. The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed, and the pump functioned as intended. Customer changed the infusion set, delivered a bolus, and administered a manual injection to address elevated bg levels. Customer drank fluids to address ketone levels.